Manufacturer narrative:
The returned lens was re-hydrated in bss and the length of the lens was remeasured. We concluded tha the lens was within the original design specifications. No device failure: based on the complaint history, work order search, product evaluation , medical reviewer and the measurement of the lens, it has been determined that the root cause of the event was related to the inaccuracy of the white to white measurement or a mismatch between white to white and sulcus to sulcus diameter when determining sizing. (B)(4).

Manufacturer narrative:
Medical review. Visual inspection of the returned lens showed the haptic plates were torn and pieces of the haptics were torn off and missing. There was a clear surgical residue on the lens. Medical review - review of this file indicates that the surgeon exchanged the icl with a smaller size after it was noted that the increase in iop was not due to retained viscoelastic. The surgeon probably believed that this was due to excessive vaulting caused by a long icl. The icl exhibited a high vault in this patient which led to increased iop. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. (B)(4).

Event description:
The surgeon inserted the micl13.2 implantable collamer lens on (B)(6) 2012 and immediately following the surgery, the surgeon noted that patient had a pressure spike. Surgeon thought there may be some viscoelastic remaining in the eye but there was none. The surgeon attempted to alleviate some pressure from the eye. The lens was explanted on (B)(6) 2011 and a micl12.6 is scheduled to be implanted on (B)(6) 2012.the reporter stated the patient may be a steroid responder.

Manufacturer narrative:
Surgical procedure, secondary. Intraocular pressure rise, (iopr). Vaulting, excessive. Method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).